Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via log file analysis. The heartmate mobile power unit was not returned for analysis; however, a log file was submitted spanning approximately 2 days ((B)(6) 2021 per timestamp). On (B)(6) 2021 at 5:54:01 - 5:54:11 there were low power advisory and power cable disconnect alarms that became a no external power alarm due to a loss of ac power while connected to the mobile power unit. The backup battery provided power during this event and this event cleared when ac power was restored. There were no other notable alarms in the log file. Pump operation was not affected. Multiple good faith efforts were sent asking for additional information regarding the reported event; however, to date no response was received. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were unable to be reviewed due to the serial number of the mobile power unit being unavailable. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had low battery hazards/loss of external power while connected to the mpu. No additional information was provided.